Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient experienced a medical event as a result of an upload issue with their personal diabetes manager. Despite multiple good faith attempts to obtain additional details surrounding this reported event, no additional information was provided.